Event description:
Procedure: thoracic. According to the reporter: the stapler and reloads would not complete the cut resulting in damage to the tissue of the lung. The case had to be converted to an open procedure, so the surgeon could repair the tissue damage. This extended the pt's surgical time, exposure to anesthesia, hosp stay and recovery.